Event description:
Reporter alleged obtaining a discrepant blood glucose result of 248 mg/dl back to back with a result of 104 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reported taken nor treatment received. No adverse event reported. A request was made for the return of the affected product.